Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated occlusion alerts on an infusion set that persisted despite clearing the alarm, which resolved only after a full supply change; the issue aligns with an obstruction of flow associated with the connector/coupler of the infusion set. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact, with a brief delay to treatment or therapy due to the occlusion alerts. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation-related problem consistent with an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.